Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009553, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 26-aug-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6009553". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6009553 was manufactured according to the work instruction (wi) version 98 and manufactured in the multivac 12 on 06-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient faced an event of high blood glucose on (B)(6) 2025. The blood glucose level of the patient was 25 mmol/l and ketones were 4.2 mmol/l. Also, the patient had vomiting, was lethargic and dizzy. Therefore, the patient was hospitalized on (B)(6) 2025 at 12:00 am due to diabetes ketoacidosis. The patient was hospitalized for two days. During hospitalization, the patient was treated by insulin infusion. No further information available.